Event description:
It was reported that the customer dropped the pump and the pump touchscreen cracked. The touchscreen was unresponsive. Customer's blood glucose was "within range" (value not provided). Customer reverted to using manual injections for insulin therapy.